Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the wake button was intermittently delayed in responding to presses and multiple presses were necessary for display to activate. In addition, the customer reported that they are intermittently unable to deliver a bolus due to the wake button issue. The customer's blood glucose level was between 272-300 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.